Event description:
Customer reported unexpected negative reactions with cells #8, 10, 12(homozygous e cells) and cell #7(heterozygous e cell) on capture-r ready ID (crrid) extend I, lot #dp028, exp. 8/05/08 when testing a patient sample containing anti-e. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
The returned patient's samples were tested on an in-house echo using retention crrs(3), lot r023. One of the samples exhibited positive reactivity with all three reagent red cells. This sample was tested with retention crrid, lot id101. Cell 3 was interpreted as positive by the echo. The sample was again repeated on the echo using retention crrs(3), lot r023. All three cells were negative on repeat run. The samples were tested by manual tube method with panoscreen reagent red blood cells, using immuadd as the potentiator. The samples showed no eactivity at any phase of testing. The sample was retested using retention crrs(3), lot r023. The sample exhibited positive reactivity with cell ii. Reactivity of the e antigen was confirmed on retention crrid extend I, lot dp028. The sample was tested with two e- and two e+ reagent red cells of retention crrid extend I, lot dp028. The sample exhibited no reactivity with e+ reagent red cells of retention crrid extend I, lot dp028. Very limited sample was available for testing.